Manufacturer narrative:
(B)(4).

Event description:
The patient¿s trainer complained of erroneous inr results on coaguchek xs meter with serial number (B)(4). The initial test on the meter was 4.1 inr. The patient tested again using a new finger directly afterwards and the result was 5.3 inr with a data flag. The patient tested a 3rd time using a new finger and the result was 3.9 inr. The patient observed the qc check mark on the meter display with this result. The 3.9 inr result was believed to be correct. All 3 results will be reported to the patient¿s doctor. The patient¿s therapeutic range is 2 -3 inr. There was no allegation that an adverse event occurred. The patient has no hct issues, is not on other blood thinners and has no antiphospholipid antibodies. The patient stopped taking allergy medication; there have been no other diet or medication changes. The patient has had no symptoms of high inr. The strips were requested for investigation. The customer returned 2 vials of test strips with the same lot number. A specific root cause was not identified for this event. The returned strips and retention meter were tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor #1 inr: 2.1 inr; donor #2 inr: 2.3 inr. Donor #1 hct: 47%; donor #2 hct: 52%. Vial 1: donor #1: master lot: 2.1 inr; donor #1: customer strip and retention meter: 2.1 inr. Donor #2: master lot: 2.3 inr ; donor #2: customer strip and retention meter: 2.3 inr. Vial 2: donor #1: master lot: 2.1 inr; donor #1: customer strip and retention meter: 2.0 inr. Donor #2: master lot: 2.3 inr; donor #2: customer strip and retention meter: 2.3 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet the specification. No information was provided in the complaint that would point to a cause for the discrepant results. Relevant retention test strips (lot 223855-22) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material was acceptable.